Event description:
It was reported the needle mechanism fully deployed before the pod was able to be used. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The device was reported to have the cannula deployed upon removal of the needle cap. No issues were seen with the device that would indicate the needle deploying early. The device data showed the device operated correctly, running 45 first prime pulses and was deactivated at 55 pulses. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined.